Event description:
The manufacturer became aware on oct 5, 2016, that during an avr, a patient received a perceval size 25/l via mini thoracotomy. In the intraoperative and postoperative tte, paravalvular leak was identified. The valve was explanted and upon inspection, one of the cusps appeared deformed. Another perceval size 25/l was implanted.

Manufacturer narrative:
Additional information included: date of report - 07 apr 2017. Device available for evaluation - returned to manufacturer-08-nov-2016. Date received by manufacturer - 08-nov-2016.

Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve , model icv1210, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval heart valve at the time of manufacture and release. The gross examination was completed and the returned valve presents some traces of blood. The valve also shows also a rigidity of all the leaflets, with in particular the first leaflet open, reasonably due to the storage condition (included the fact that the device was in a jar smaller than valve dimension). According to the procedure (current revision at the time of manufacture and release), the shape of the returned valve appears irregular reasonably due to the manipulation during the implant / explant steps. The valve presents a rigid pericardium and, in particular, the second leaflet is tensioned: these aspects can be related to the storage condition in which we have received the valve: device inserted in a jar smaller than valve dimension: sinusoidal structures; pericardium in inflow side not completely covered by the liquid. The visual inspection performed on the returned prosthesis confirmed that the valve was conformed to the specifications. Since the valve was not returned in optimal conditions, in particular storage, it is not possible to perform further analyses in order to give a definitive conclusion about the pre-existing defect of the device.